Event description:
It was reported that the insulin pump did not deliver the complete bolus amount. The blood glucose reading is 391 mg/dl. Customer treated with manual injection. Customer is thirsty, breathing differently and irritated. Nothing further reported

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to verify motor error alarm and perform occlusion test, no delivery test due to prime anomaly. Motor passed motor test.